Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer noticed the po2 sensor produced abnormal results for one patient sample when tested on the b221 blood gas analyzer in the ICU unit. The oxygen level on a patient was low even though the patient was receiving oxygen therapy. The data provided indicated both po2 and methb results were erroneous and reported outside of the lab. The po2 result was 17.30 kpa and the methb result was 0.5% when tested on the b221 analyzer in the ICU. The customer then tested the patient on another cobas b221 analyzer in the laboratory. The po2 result was 23.69kpa and the methb result was 0.4%. The results from the ICU analyzer were believed to be incorrect. The patient was not adversely affected. The po2 electrode lot number was 21562649 with an expiration date of 12/30/2016. Information concerning the methb electrode was requested but was not provided. The po2 and reference electrodes were changed. The customer then performed comparisons between the two analyzers with patient samples and qc material and noted differences in measurement values. Following this the customer decided to report the results from the lab. The field service representative performed calibration and qc and found nothing wrong with the analyzer. He believed the electrode could have been stabilizing when it was changed.

Manufacturer narrative:
A specific root cause could not be determined. The most probable root cause was a pre-analytical issue such as the length of time from the sample collection, testing on the first analyzer, and then testing on the second analyzer. Based on the results for the other parameters tested, it was believed the amount of po2 in the sample actually did change between the measurements. Based on the provided data, no quality issue could be found. No other events of this type have been reported for these particular analyzers or electrodes lots.